Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced sustained high glucose readings after eating breakfast without making a meal announcement, then performed a full supply change and resumed delivery per healthcare provider guidance. The user was informed that corrections would occur and that glucose could take one to two hours to regulate, and they planned to monitor for a downward trend. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included a delay to therapy with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, with the user interface implicated as the associated component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.